Event description:
It was reported by service report that the outer side rail panel was broken off on the left side. It is unknown if there was patient involvement or if there are adverse consequences to report.